Event description:
Pigtail catheter perforated proximal to the side holes, allowing the .038" guide wire to exit. No unusual resistance noted when advancing the wire into the catheter. When contrast was injected through the pigtail, threads of plastic-like substance apparently stayed intact, but exited through some of the side holes. This was noted when the catheter was removed from the pt's body. No negative outcome was noted.